Event description:
It was reported that the patient with this pacemaker and a non-boston scientific right ventricular (rv) lead presented to the emergency room due to multiple episodes of syncope. A lead safety switch had occurred due to rv impedance measurements of less than 200 ohms. Additional information was requested, but none was available. No additional adverse patient effects were reported. The device remains in service.